Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the autopulse platform displayed a user advisory 45 (not at "home" position after power-on/restart). The customer was unable to clear the user advisory 45/ there is no mention of patient involvement. No additional information was provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for evaluation. Investigation results as follows: device history record (DHR) was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). A visual inspection of the returned autopulse platform was performed and found the top and motor covers were damaged. The damages observed during visual inspection are not related to the reported complaint. Additionally, the autopulse platform is a reusable device and was manufactured prior to 2010. Therefore, this type of physical damages found during visual inspection is characteristic of normal wear and tear for the life of the device a review of the platform archive log showed no problem found in the archive file. There was no error log on (B)(6) 2015 and no indication of user advisory (ua)45 (not at "home" position after power-on/restart) in the archive data. The platform was functional tested and the autopulse exhibited no user advisory messages. There were no deficiencies found. In summary, the customer's reported complaint of autopulse displaying ua 45 was not confirmed during archive review or functional testing. There were no device deficiencies found during evaluation of the returned platform that could have caused or contributed to the reported complaint.